Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via a pre-market clinical study for minic flex coronary ivl delivery system where two (2) commercially approved coronary c2+ ivl catheters were used during the procedure. Two (2) shockwave c2+ coronary ivl catheters were used to treat the patient's left anterior descending (lad) artery. Prior to introduction of the c2+ ivl catheter(s), the lesion was initially treated with the minic study devices. It was noted that two (2) of the study devices lost pressure upon inflation in the lesion. Following treatment with the study devices, a c2+ ivl catheter (MDR #3015053838-2025-00063) was delivered to the proximal edge of the lesion and successfully delivered 9 pulses at 4atm before the device lost pressure/burst. A second c2+ ivl catheter (MDR #3015053838-2025-00064) was introduced to the target lesion and successfully delivered 60 pulses before the device lost pressure/burst. Within 48 hours of the procedure, it was reported that the patient's troponin had risen above 70 times above the upper limit, and there was t-wave inversion in the avl (augmented vector left) and v2 (precordial lead) with no side branch occlusion or slow flow. This event was adjudicated by the clinical events committee (cec) which confirmed a peri-procedural non-st-elevation myocardial infarction (nstemi) was attributable to the target vessel and determined that the mi was possibly related to the study device and definitely related to the procedure.